Event description:
It was reported the mount in navigator kit did not engage properly and stripped internal hex of implant. The doctor was placing a guided implant using the tapered navigator kit. The size 4 long implant mount did not engage the implant properly and upon insertion, caused the internal hex of the implant to strip. The doctor called to ask if the design of the mount has changed. No one was available to confirm or deny design change, so it was decided to file a complaint on a faulty instrument as well as a ruined implant. Another mount and implant were used to complete the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: patient age and date of birth unknown / not provided. A3: patient gender unknown / not provided. A4: patient weight unknown / not provided d1: brand name unknown / not provided. D4: catalog number unknown / not provided. D4: lot number unknown / not provided. D4: unique identifier (UDI) number unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). B4: date of this report. B5: describe event or problem. D1: brand name updated. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date updated to unknown. H10: additional narrative. Zimvie did not receive one (1) unknown zimmer mount for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer mount is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review , the most likely root cause determined from the investigation was clinician damages (e.g. Strips, deforms) internal mating features of implant. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation results.

Event description:
No further event information is available at the time of this report.